Event description:
Discordant, falsely low creatinine, cholesterol and triglycerides results were obtained on one patient sample on an advia 2400 instrument. The discordant results were released to the physician(s).the sample was repeated on the same instrument, resulting as expected. The repeat results were reported to the physician(s) there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine, cholesterol and triglycerides results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse checked the dilution tray, wash ports and the dilution aspiration pump alignment. The fse proactively replaced the dilution aspiration pump 1mm seals. The fse also performed maintenance on the interphase gate, ensuring correct positioning of sample tube. It was also discovered that the sample tubes in question had particulate matter in the serum. The cause of the discordant results falsely low creatinine, cholesterol and triglycerides results is unknown. The cause of the presence of particulate matter in the sample is improper sample handling by the user. The instrument is performing within specifications. No further evaluation of the device is required.